Event description:
Reporter alleged blood glucose measured 330 mg/dl back to back with a result of 157 mg/dl when testing was performed 2 mins apart. Customer stated there were desiccant beads located in the bottle of blood glucose test strips that were used during the comparison. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.